Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pain at higher outputs in the rv lead suggesting stimulation was observed. Loss of capture was noted. Programming changes were made. The patient was stable. Lead remains implanted.